Event description:
It was reported that the unit was dropped. The ventricular connector was broken and the back case damaged. The device was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of lower case and ventricular connector broken. The upper case, two side bail covers, the ring cover and the battery drawer were also found to be broken. The battery release, heart block and lead flex cover were contaminated. One side bail and ring were missing. The liquid crystal display (lcd) display and the encoder flex were found to be out of specification.